Event description:
It was reported that during a da vinci-assisted hiatal hernia repair procedure, the left eye of the high-resolution stereo viewer (hrsv) on the surgeon side console (ssc) displayed a blue screen, while the right eye functioned as expected. The surgeon determined it was unsafe to proceed and elected to convert to a laparoscopic approach. An intuitive surgical inc. (Isi) technical support engineer (tse) was consulted and reviewed the system logs, but was unable to confirm the reported issue as the system was offline and the customer was unable to establish an onsite connection. The tse requested the customer to check the left and right eye video outputs on the vision side cart (vsc). The customer confirmed that both vsc video outputs were functioning as expected. The tse recommended a hard reset of the system; however, the conversion to laparoscopic surgery occurred during this troubleshooting process. After the system reboot, both eyes on the ssc display functioned as expected with no errors observed. It is unclear whether additional ports were placed during the procedure. The patient tolerated the change in surgical approach, with no postoperative complications reported, and there is no concern for long-term complications related to this event. The surgeon attributed the conversion to a system failure during startup.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the system logs with a technical support engineer (tse) and determined that the fault was likely due to a blue fiber connection issue. Review of the system wheel gigbit revealed no abnormalities. To address the reported issue, an electrical-mechanical adjustment was performed, and the system was tested and verified as ready for use. Isi did not receive a da vinci product to perform failure analysis.